Event description:
It was reported that, "we were notified on (B) (6) 2010 at 7:15 am that above patient was scheduled for revision surgery due to version issue with calcar stem implanted on (B) (6) 2010. Dr performed revision surgery on (B) (6) 2010. Implanted 6276-7-114, lot caxk818a; 6276-4-125, lot t83220da; uh1-47-26, lot mhlmd1; 6260-9-026, lot 30910102.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. The x-rays and medical records were requested, but not provided. If additional information becomes available then it will submitted in a supplemental report.